Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-04. Investigation summary: samples were received and there were no lids present. This verified the customer's complaint of missing lids. The information and samples were forwarded to the supplier for further investigation regarding this failure. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same lot number (1198931) throughout the last twelve months. The root cause of this failure remains unknown but the possible causes are due to handling from the distributor/ repackaging. H3 other text : see h10.

Event description:
It was reported that sharps coll 9gal red was missing lids. The following information was provided by the initial reporter: product being defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 9gal red was missing lids. The following information was provided by the initial reporter: product being defective.